Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the battery grommets in both battery well #1 and battery well #2 had been pushed in. This prevented the battery pins in each battery well from making full contact with the device's batteries which prevented the device from powering on. Physio then replaced the rear case assembly (which included new battery grommets and battery pins for each battery well) and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not recognize when a battery was installed in battery well #2. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not power on using dc power.